Event description:
It was reported patient went under a revision procedure approximately three months post implantation due to pain and fracture/split of the patella . Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.